Event description:
The nurse closed the roller clamp from the IV bag to the buretrol. The buretrol continued to fill and overflowed out of the vent, making a puddle on the floor. We have 3 of these buretrols in which the same problem has been reported, and staff say it has happened more often than that.